Manufacturer narrative:
The results of the investigation are inconclusive since the device not accessible for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-08090. It was reported that patient was not receiving effective therapy. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein a new lead was implanted at l2 vertebral level (in addition to two previously implanted leads) for better therapy. Postoperatively, the patient is reportedly receiving effective therapy.